Event description:
It was reported that the patient developed an infection at infusion site after approximately 37 and 48 hours of pod wear. The patient reported experiencing painful red swellings at the cannula insertion site that subsequently became pus-filled and resembled a boil at the site. The patient reported presenting to an urgent care facility at (B)(6) hospital approximately two months prior to reporting the event, where they were diagnosed with a skin infection and prescribed antibiotics. The specific event date was not provided; therefore, the event date included in this report is approximate. The patient stated that three pods were associated with recurring infusion site reactions over approximately three months.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.